Manufacturer narrative:
Result: the ruby coil pusher assembly was fractured approximately 78.0 cm and kinked approximately 5.0, 62.0, 76.5, and 109.0 cm from the proximal end. The coil was returned attached to the pusher assembly with kinks from distal to proximal. During decontamination the coil detached from the pusher assembly. The pet-lock was intact on the proximal end of the pusher assembly. The coil and pusher outer diameter were measured and determined to be within specification. Conclusion: the complaint has been evaluated. The compliant indicates the ruby coil was being advanced through a renegade hi-flo microcatheter (a non-penumbra device) in a tortuous splenic artery. Resistance was felt along the way and eventually the pusher assembly was kinked. Evaluation of the returned product confirmed that the pusher assembly was fractured and kinked along the hypo-tube. The coil was returned attached to the pusher assembly with kinks along the entire length of the coil. During decontamination, the coil detached inside the disinfectant solution. The fracture in the hypo-tube caused the pull wire to retract out of the capture feature and detach the coil. Based on evaluation of the returned device and description of the event, it appears that the tortuous anatomy in the splenic artery caused resistance when advancing the coil through the microcatheter. There were no device issues noted during the device investigation. The coil dimensions are within specification and should have been compatible with the microcatheter used. The kinks along the pusher assembly were the result of pushing the coil through the microcatheter against resistance. The damage to the coil was also likely related to pushing the device against resistance and handling when packaging for return. The ruby coils are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil. The pusher wire became kinked and the ruby coil was removed to avoid unintentional detachment. The procedure successfully continued using ruby coils and a pressurized and heparinized flush bag. There was no report of an adverse effect on the patient.